Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, fse found that a power outage at the site caused the issue. The fse confirmed the input power was 400 volts. To resolve the problem, fse rebooted the system. No failure was identified. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received external power failures or outages may occur that can cause the azurion system was unable to power up. This scenario includes situation in which the external power is not functioning or there is localized power failure that is not caused by the azurion device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion system, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.